Manufacturer narrative:
This report is being submitted to relay additional information. 0002023141 - 2019 - 00027 -1 has already been submitted. The following sections are being reported: b5: it was reported that the mount would not disengage from the implant. Another implant was placed. Tooth location 19. There was no report of patient injury. D4: expiration date: 30 sep 2022. D4: UDI: (B)(4), d6:10 dec 2018, d7: 10 dec 2018, d10: 29 jan 2019, g4: 14 may 2019, g7: follow up, h1: malfunction, h4: 11 sep 2017. The reported device was received for evaluation. The implant was functionally tested with a compatible in-house removal tool. The mount successfully disengaged from the implant drive feature as intended. The reported condition of a mount that would not disengage from the implant was not confirmed. A device history record (DHR) review was completed for the reported device lot. There was no indication of manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot concluded that there are no other reported complaints with similar incident against the subject lot to date. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mount would not disengage from the implant. Another implant was placed. Tooth location 19. There was no report of patient injury.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k numbers: k011245 and k002188. Device not returned.

Event description:
It was reported that the mount would not disengage from the implant (spwb12). Another implant was placed. Tooth location 20.